Manufacturer narrative:
Date sent to the FDA: 10/12/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent inguinal hernia repair surgery on (B)(6) 2020 during which the surgeon noted the mesh was emanating through the direct hernia defect to which there were quite a few adhesions. It was reported that the patient experienced an unknown adverse event. No additional information was provided.